Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the blower mister was plugged in an the mist was turned on; however, nothing flowed through the device. The hospital believes that the device was clogged. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.